Event description:
Reporter indicated that vns pt was explanted due to redness at incision site. Infection is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.